Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that they were unable to locate fifty-two minutes of atrial fibrillation (af) data since the last s ession. A few days later another transmission was sent, reviewed, and continued discrepancies in data were noted. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.